Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an unspecified malfunction occurred. The wearable was inserted into the skin on (B)(6) 2025. On the same day, it was reported that the patient felt unwell, disoriented and her husband noticed that she had difficulty speaking. She eventually lost her consciousness. Her husband immediately called 911. At the time there was no working cgm as the sensor had an issue with pairing. The patient said that the pairing failure happened early in the morning, the event happened later that day but she could barely recall. She was aware of the pairing failure the same day. The patient could not recall if there was any treatment done before calling 911. The patient wasn't able to monitor her bg that time as she don't have a bg meter. The paramedics came and they tested her bgfs as 32 mg/dl. She was treated with glucose and saline via IV. She regained her consciousness and was given peanut butter sandwich and juice to elevate her glucose levels. It took an hour before the patient regained consciousness. The patient could no longer recall what's her glucose level before she was cleared by the paramedics. The patient refused to be taken to the hospital. She was feeling better before the paramedics left the house. The patient uses tandem mobi which would not have been in modified closed loop without an active sensor session. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.

Event description:
Subsequent to the initial MDR, additional information became available. It was reported that an unspecified malfunction occurred. The wearable was inserted into the skin on (B)(6) 2025. On the same day, it was reported that the patient felt unwell, disoriented and her husband noticed that she had difficulty speaking. She eventually lost her consciousness. Her husband immediately called 911. At the time there was no working cgm as the sensor had an issue with pairing. The patient said that the pairing failure happened early in the morning, the event happened later that day but she could barely recall. She was aware of the pairing failure the same day. The patient could not recall if there was any treatment done before calling 911. The patient wasn't able to monitor her bg that time as she don't have a bg meter. The paramedics came and they tested her bgfs as 32 mg/dl. She was treated with glucose and saline via IV. She regained her consciousness and was given peanut butter sandwich and juice to elevate her glucose levels. It took an hour before the patient regained consciousness. The patient could no longer recall what's her glucose level before she was cleared by the paramedics. The patient refused to be taken to the hospital. She was feeling better before the paramedics left the house. The patient uses tandem mobi which would not have been in modified closed loop without an active sensor session. Data was provided for investigation. Confirmation of the complaint was undetermined via data. The probable cause could not be determined via data. On the alleged event date, (B)(6) 2025, data found that the app was in active session, there were no pairing failures observed, and the egvs did not breach low threshold (70 mg/dl). No additional patient or event information is available.

Manufacturer narrative:
B5 describe event or problem - additional. H2 correction/additional information. H6 type of investigation - correction. H6 investigation findings - correction. H6 investigation conclusion - correction.